Manufacturer narrative:
Omit: a0404 - crack (1135), g04037 - cover, c20 - no findings available, d15 - cause not established additional information remedial action required, remedial action # imdrf annex a grid, imdrf annex g grid, imdrf annex c grid, imdrf annex d grid, manufacturer narrative per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syr was affected by plastic recall, unit is eligible for front cover and rear case and unit is affected by syr/pca sizer misalign recall r111. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syr was affected by plastic recall, unit is eligible for front cover and rear case and unit is affected by syr/pca sizer misalign recall r111. There was no reported patient involvement.